Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6) 2014, the customer reported that a new cam02 monitor was not alarming. The alarm was switched on with the alarm "icp above alarm limit" visible; however, no tone was heard. The start up tone also did not sound. There was no patient contact, injury or death alleged. The event did not lead to an increase in surgery time. Additional info was received on (B)(6) 2014 from the customer stating that the product problem was discovered during inspection. A replacement product was available to be used.